Event description:
It was reported that a pt underwent a laparoscopic suprapubic hysterectomy in 2008. During the procedure, after twenty seconds of removing two strips of tissue, the blade stopped working and would not rotate or cut after several attempts. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade seized/stopped- conclusion code: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.